Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm that 1 suture with product code sxpp1b105 is involved in this event. If no, please explain. Confirm that 1 suture with product code sxpp1a404 is involved in this event. If no, please explain. What is meant by ¿blockage of blood flow due to overtightening of sutures¿? What caused the wound infection? Which layers of tissue became infected? Please describe the tissue necrosis? Are there photo? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For stratafix symmetric suture: when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? For stratafix spiral suture: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Where was the break on the stratafix spiral suture noted (termination, middle, end)? Where was the break on the stratafix symmetric suture noted (termination, middle, end)? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot numbers for each suture? Surgeon¿s name?

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and barbed suture was used. Delayed healing of the suture part was confirmed after that tissue necrosis and wound dehiscence occurred about 3 days after surgery. The product was used on the dermis and fascia. The dehiscence part was confirmed suture breakage. The wound infection occurred for a week and declined in renal function due to an increase the antibiotic was confirmed. The renal failure caused by antibiotics. The patient developed renal failure without a previous medical history and began dialysis. Although he was able to walk before the operation, he is now bedridden, has difficulty walking, and has a marked decline in his quality of life. Blockage of blood flow due to overtightening of sutures. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 medical device problem code. Additional information was requested, and the following was obtained: confirm that 1 suture with product code sxpp1a404 is involved in this event. If no, please explain. 1 involved is correct what is meant by ¿blockage of blood flow due to overtightening of sutures¿? The physician suspects that excessive tightening of the sutures may have compromised local blood flow, leading to delayed wound healing, tissue necrosis, and subsequent wound dehiscence. What caused the wound infection? The infection likely resulted from wound dehiscence and tissue necrosis, which created an entry point for bacterial contamination. Which layers of tissue became infected? Not mentioned clearly please describe the tissue necrosis? Necrosis was observed at the surgical site, beginning with delayed healing and progressing to tissue breakdown and wound separation. Are there photo? No photo is available. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure.unk. Date of index surgical procedure? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? The tissue condition was not described as abnormal prior to surgery for stratafix symmetric suture: when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes were two reverse stitches performed across the incision prior to closure? Yes for stratafix spiral suture: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes was at least one reverse stitch performed prior to closure? Yes what tissue dehisced? Dermis on stratafix spiral used. Please describe the appearance of the suture during the second procedure. Where was the break on the stratafix spiral suture noted (termination, middle, end)? Breakage but site is unk where was the break on the stratafix symmetric suture noted (termination, middle, end)? No breakage. Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? No specific stress factors were identified, but the physician suspects overtightening of the suture may have contributed to tissue damage. How was the dehiscence managed? ¿open wound management with gauze and tapes due to infection. Please describe any surgical intervention required for the wound dehiscence including date and findings. ¿open wound management with gauze and tapes due to infection did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).unk. Please provide the onset date/time of infection from the initial surgical procedure.infection was observed approximately 1 week postoperatively. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Post operative. Were cultures performed? If so, please provide the results.unk how much and what type of drainage is present in this wound? No drainage due to open wound management. Were any pre-op cleansing procedures changed recently? If yes, please describe no other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?the physician believes that excessive tightening of the suture may have led to blood flow restriction, tissue necrosis, and subsequent infection and wound dehiscence. What is the patient's current status? The patient was able to walk before the surgery, but the patient is currently bedridden, has difficulty walking, and has a significantly deteriorated quality of life. Lot numbers for each suture? Unk surgeon¿s name? Unk.